Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated battery alarms and excessive battery usage. The battery compartment was intact and the battery cap was able to secure to the pump. There was no evidence of any moisture contamination inside the battery compartment. The pump powered on normally with the returned battery cap. The current draws were within required specifications. The complaint of short battery life could not be duplicated on investigation. Unrelated to the complaint, investigation revealed moisture contamination inside the pump and a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue and that there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.